Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction and serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that in an unknown number of pouches from unknown number of market units with unknown lot numbers, the mass was disintegrating, exposing a thin, clear plastic film. He changed every 4 days. He stated that near the end of wearing it for the 4th day, he experienced bleeding that he attributed to this while on blood thinners. He reported a dark red laceration to the stoma on the right side of the stoma, approximately 1/4th inch in size. The end user believed that when the plastic was being exposed with the smaller wafer size, it was causing trauma when he had to make a sudden change in position. The end user was unable to give the date of occurrence for the injury. He stated that it happened more recently, approximately 1-2 months ago. He did not seek medical attention for the bleeding event as it lasted approximately 20 hours and resolved without intervention. The end user was using 1-1/8" wafer with irregular shaped stoma and level of protrusion fluctuated at times. No photo is available at this time.